Manufacturer narrative:
Sientra complaint #: case (B)(4). Previous correction MDR submitted with incorrect aware date. Correction aware date is (B)(6) 2023.

Manufacturer narrative:
Correction: b5, h6.

Event description:
Flipped breast implant, right side.

Event description:
Right-side suspected rupture.

Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.